Manufacturer narrative:
H6: codes were updated. One device was returned for investigation of complaint of error code 1230. An error code 1230 was recorded in the event log. Review of service history found no relevant information. Visual and functional testing was performed. There was no physical damage to the device. The reported problem was confirmed. The root cause of the event was an anomaly in the program. The program was reset and re-installed. Device passed all testing criteria post repair.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the product displayed error code 1230. There were patient involvement and no adverse event reported.